Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received stated that stimulation therapy was restored post-operatively.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-03188, 3006705815-2019-03189. It was reported that the patient experienced ineffective therapy. Diagnostics showed high impedances on all contacts. In turn, the patient underwent surgical intervention on (B)(6) 2019 wherein the leads and ipg were explanted and replaced.